Manufacturer narrative:
Manufacturer narrative: the lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious, unexpected event of embolia cutis medicamentosa and the non-serious, expected events of pain, erythema, warmth and hypersensitivity at the injection site, and skin burning sensation were possibly related to the treatment. Serious criteria included the need for surgical intervention to prevent permanent damage. Potential contributory factors include injection technique that missed the intra-articular space. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 24-oct-2019 by a physician which refers to a patient (unknown gender and age). Additional information was received on 30-oct-2019 and on 31-oct-2019 by the injecting physician. No information about medical history, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2019, the patient received treatment with durolane to knee with 25 gauge needle through a lateral approach, slow injection around 11am (unknown lot number and amount). At 3:30pm the same day, the patient returned to the office with extreme pain(injection site pain), redness(injection site erythema), warm(injection site warmth), burning sensation(skin burning sensation) and hypersensitivity(injection site hypersensitivity) at knee and upper calf anteromedial that started within 30 minutes after injection. The patient also experienced skin discolouration at knee and upper calf, which was described as ecchymosis (skin hematoma/bruise) about the area of a softball. No signs of infection. Excruciating pain was felt by the patient. The physician related the event to use of product. Initially, the event was reported as pain following injection and suspected oa flare up, but after follow-up with the injecting physician yesterday afternoon (on (B)(6) 2019), it was assessed that the injection most likely missed the intra-articular space. On (B)(6) 2019, the patient underwent arthroscopy with lateral release (typically done to correct tracking of the patella) and joint wash-out at the same time. Op report was not available yet. The patient was seen on (B)(6) 2019 and already felt much better. Based on the additional information this ae was most likely not an oa flare up as initially assumed but more likely caused by a missed injection. On 22-nov-2019, a picture of the patient leg was received and the company cmo made the following assessment: this was not a bruise but rather a typical example of another case of nicolau syndrome (embolia cutis medicamentosa)(embolia cutis medicamentosa). This was most likely due to a missed injection. Outcome at the time of the report: nicolau syndrome (embolia cutis medicamentosa) was recovering/resolving. Pain was recovering/resolving. Redness was recovering/resolving. Warm was recovering/resolving. Burning sensation was recovering/resolving. Hypersensitivity was recovering/resolving. Tracking list: v.0 initial, v.1 fu received on 22-nov-2019: the treatment date was provided. Event of nicolau syndrome was added, previously reported as ecchymosis/hematoma/bruise.